Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer restarted the system and the erbe generator to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical transvesical procedure clinical sales representative (csr) called in to report the erbe generator energy activation without demand from surgeon on behalf of the customer (csr not on site). Intuitive surgical (is) technical support engineer (tse) checked the logs, but the system was not onsite. (Sr (B)(4) opened to capture onsite issue). Tse advised csr to let the customer open the drawer with the pedals in the vision tower and to check if the problem persisted, maybe they got pressed. Also let them check the pedals on the surgeon side console (ssc) for obstructions, to press them in and check if they release. Also to try and power cycle the erbe generator and the da vinci system and check if the problem persists. Csr called back to report all was working well following the above troubleshooting steps. The procedure was completed with no patient injury. Intuitive followed up and obtained additional information. The error m-12 is related to activation was already requested when the erbe was powered on or a when module was connected (check footswitch in drawer). Error m-10 - activation element (fingerswitch, footswitch) wasn't released within 5 seconds after the activation stopped (due to an error or autostop). It was pointing to either a pedal being pressed in the drawer or a finger switch maybe on a third party boviepen, or a footswitch maybe on the ssc. I recommended the customer to check all of these, to open the drawer and see if the error persisted, to disconnect a boviepen if one was connected to the erbe generator, to check and test the footswitches on the ssc, and if all that did not help, to restart both da vinci system and erbe generator, and that solved the problem, the error did not return. So, it was a restart of the system and erbe generator. Sorry a lot of info but I cannot tell what caused the problem. They did not have the customer on the phone; it was via csr sude from turkey. Csr got in contact with the customer.

Manufacturer narrative:
Correction b13 code was missing for previously documented follow-up response.

Event description:
Refer to h11 for follow-up information.